Event description:
The reporter indicated that the surgeon implanted a 13.7mm vticmo13.7 implantable collamer lens in to the patient's left eye (os) on (B)(6) 2015. Excessive vault was noted, as well as significant reduction of irido-corneal angles and angle closure associated with elevated intraocular pressure. The lens was exchanged for a shorter lens on (B)(6) 2015 and the problem was resolved. The patient's last known bcva was 20/100 as of (B)(6) 2015.

Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. (B)(4). Evaluation method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusion - (no conclusion can be drawn) based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).